Event description:
Additional information was received indicating that the motor rate errors occurred during annual preventative maintenance testing. There was no patient involvement.

Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The device was given functional testing and the device gave a "motor error" alarm when given occlusion testing. Examination showed the device had signs of wear; likely due to device age. The device motor assembly was replaced to address the issue.

Event description:
It was reported the device gave a "motor rate error" alarm.